Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the device exhibited unspecified issue prior to the device being released. No patient was involved.

Manufacturer narrative:
The reported event of a defective device was not confirmed. The device voltage was above the elective replacement indicator (eri) level upon receipt. Analysis of the device image indicated the device was within normal range of operation. Automatic mode switch (ams) episodes noted are due to the handling of the device. Further analysis found no anomaly. A longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.